Event description:
It was reported that an alert detected by smartview monitor has generated zip file that has been corrupted. As a result, alert has never been notified to physician.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that an alert detected by smartview monitor has generated zip file that has been corrupted. As a result, alert has never been notified to physician.